Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was observed to be in back up vvi mode. The device was reprogrammed. The patient was asymptomatic and monitoring will continue.